Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results and error message (e-5). The customer stated that she had obtained e-5 with her last five blood glucose tests and obtained the hi prior to call. The customer feels well and did not report any symptoms. Customer stated that the day prior to call she had been experiencing symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician was unable to contact the customer via telephone, no further information was able to be obtained.

Manufacturer narrative:
Sections with additional information as of 01-aug-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.